Event description:
It was reported that the catheter was placed in this patient from the median cubital vein on may 18. When flushed on july 6, the catheter was found leaking liquids near the winged-part. No other information was provided.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, trend analysis, applicable previous investigation(s), sample (if available), and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of a leaking catheter was confirmed. The product returned for evaluation was one 4fr s/l powerpicc solo catheter. Usage residues were observed throughout the sample and a needleless injection cap was attached to the luer adapter. A partially circumferential split was observed between the 1cm and 2cm depth markings. The split occurred within a permanent kink impression. The catheter kinked preferentially at the split site during manual manipulation. Microscopic inspection of the split revealed a granular fracture surface. The split edges curved inward. Material wear, buckling and discoloration were observed in the vicinity of the split. The catheter split was typical of damage accumulated through flexural fatigue. Flexural fatigue occurs when cyclic mechanical stresses such as kinking gradually cause a crack to form and propagate in the catheter material. The location of the damage suggested that catheter securement, access and maintenance techniques may have contributed. Device evaluation findings are in the manufacturer's note.

Manufacturer narrative:
The following were reviewed as part of this investigation: patient severity, trend analysis, applicable previous investigation(s), sample (if available), and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of a leaking catheter was confirmed; however, the root cause was not identified. The product returned for evaluation was one segment of digital video which depicted a 4fr s/l powerpicc catheter. The depicted device was implanted in a patient. The molded joint was visible as was the section of catheter between the joint and the insertion site. The device was being accessed and clear infusate was visible near the 2cm depth marking. While a leak was evident in the submitted video, inspection of the video was insufficient to identify the cause of the leak. Potential contributing factors include sharp instrument contact, material fatigue and over-pressurization. A lot history review (lhr) of reey0216 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported that the catheter was placed in this patient from the median cubital vein on may 18. When flushed on july 6, the catheter was found leaking liquids near the winged-part. No other information was provided.